Event description:
The patient's mom contacted animas on (B)(6), 2010 reporting the patient's hospitalization. The pt reportedly was "almost in dka" and was put on an IV drip. The patient's blood glucose levels were running in the 400-600 mg/dl range yesterday when his usual range is 80-120 mg/dl. The pt went to bed last night with a 600 mg/dl blood glucose result but did not take an injection. The pt changed his site but not the cartridge. The animas representative went through troubleshooting with the reporter. The pt changes the site every 2-3 days and there was no sign of irritation; however, the pt can see large air bubbles in the cartridge and tubing. The pt reportedly has been filling the cartridge with cold insulin. The pt was advised to let the insulin cool to room temperature before filling the cartridge to prevent air bubbles. The animas representative reviewed the pump settings and history and did not find any malfunction of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: history for the date of the event was not available because the pump remained in use until (B)(6) 2011. A review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 confirmed that daily insulin delivery totals correctly reflected the user programmed basal rates. There were no alarms present in the pump history indicating that a malfunction had occurred. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications.